Event description:
Related manufacturer report number 2017865-2023-02778. It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead and on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.